Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: addr01, ipg, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead displayed low pacing impedance <(><<)>200 ohms and a polarity switch lead warning occurred. Oversensing was also noted on the atrial channel. A lead insulation issue was suspected. Pocket stimulation due to unipolar pacing was also observed. It was also reported that there was a possible infection. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.